Event description:
It was reported that the system with this right ventricular (rv) lead and a cardiac resynchronization therapy pacemaker (crt-p) triggered a safety switch. There was noise over sensing that led to pacing inhibition for several seconds. This rv lead and the crt-p remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 10/20/2023 for report mw5147127 to correct patient code.